Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ IV flush solution sodium chloride was missing label information. The following information was provided by the initial reporter: "no lot".

Event description:
It was reported that bd posiflush¿ IV flush solution sodium chloride was missing label information. The following information was provided by the initial reporter: "no lot."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306574 and lot number 1187703. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, syringes were observed with the barrel label missing. There are vision systems within the manufacturing facility to detect issues with the barrel label, including the issue of missing label. For this incident to have occurred, a failure in the vision system must have happened, resulting in the defective syringes going unrejected. If a faulty syringe is detected, the machine will stop and the operator must remove the defective samples.